Event description:
Cardiac catheterization showed 80% stenosis in the proximal right coronary artery. The pt was ballooned with a 4.0 balloon and 4.0 x 16mm stent was placed with a final result of 0% residual. During final deflation of the stent, the balloon was defective and would not deflate. It was pulled from the artery. The shaft of the balloon was subsequently cut after it was in the right femoral artery and deflated. After recovery, the pt was dismissed home.